Manufacturer narrative:
Evaluation summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. No abnormalities were found during the DHR review and the product was released according to release criteria. The root cause cannot be determined. There have been no other complaints reported in the lot. Additional information has been requested. (B)(4).

Event description:
A nurse reported that a glaucoma filtration shunt was explanted due to repealed chamber. After the shunt was removed, the patient's intraocular pressure (iop) was normal, the patient status is satisfactory with good chambers. Additional information has been requested. There are two medical device reports associated with this event. This report is for the second patient.